Event description:
It was reported to philips that a tube cooling unit power connection issue caused imaging failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the power connection and successfully restarted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).